Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A 2.75 x 15 mm xience v was being advanced through a 6f guiding catheter when resistance was felt. The stent was removed from the anatomy and it had moved (partially dislodged) distally off the balloon another unknown catheter was successfully used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: ht balance middleweight. Inflation: smith. Guide cath: 6f terumo. Sheath: 6f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent was returned dislodged from the balloon. Guiding catheter resistance/difficulties could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.